Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that occlusion alarms occurred. Customer changed the pump to address the issue. Reportedly, the customer was taken to the emergency room with a blood glucose level of 301 mg/dl. Customer attempted to address the elevated (bg) with a correction bolus via the pump. Customer was treated with intravenous fluids of saline and insulin, which resolved the issue. Tandem technical support performed a system check and the pump is functioning as intended. Multiple follow up attempts were made to obtain the hospital release date, however, no response was received by the customer.